Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr of a 26mm sapien 3 ultra resilia valve, the device did not pass through native aortic valve. It was forced to withdraw the tavi procedure, but the valve could not be stored in the esheath+. As it had to be retrieved in an exposed, the valve was surgically incised and removed. Since the endometrial detachment was severe, 2 viabahn were implanted. No sapien 3 ultra resilia valve was implanted, only bav was performed, and the procedure was completed. The patient woke up and went home. The patient was 92 years old female with severe curvature in the thoracic aorta.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated. Investigation is still ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr of a 26mm sapien 3 ultra resilia valve, the device did not pass through native aortic valve. It was forced to withdraw the tavi procedure, but the valve could not be stored in the esheath+. As it had to be retrieved in an exposed, the valve was surgically incised and removed. Since the endometrial detachment was severe, 2 viabahn were implanted. No sapien 3 ultra resilia valve was implanted, only bav was performed, and the procedure was completed. The patient woke up and went home. The patient was 92 years old female with severe curvature in the thoracic aorta. Access was obtained via cutdown from the right femoral artery, and a 14fr sheath was used for tavr procedure. Additional information was obtained from the cs regarding the cause of difficulty in passing through the aortic valve, the facility believes that the curvature of the thoracic aorta and a hard vascular wall may contribute the event. The intimal detachment occurred near the surgical incision where the device was removed. No difficulties with inserting the delivery system and it was able to advance without any problems.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed due to no relevant device or imagery was provided for evaluation. In this case, it was perceived that the curvature of the thoracic aorta and a hard vascular wall may have played a role in the event. Vasculature tortuosity can create a challenging pathway for the delivery system to navigate and reach the target location. Additionally, when the vascular wall hardens, it reduces the flexibility needed for the delivery system to cross the target location. As such, available information suggests that patient factors (tortuosity, stiffened vascular wall) likely contributed to the event. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed as no relevant device or imagery was provided for evaluation. Available information suggests patent (tortuosity) and/or procedural factors (non-coaxial withdrawal) likely contributed to the event. The tortuous anatomy may have resulted in a non-coaxial withdrawal angle, increasing the risk of interaction between the crimped valve and the sheath's tip during removal. This can lead to difficulties in withdrawal. In such a condition, continuing to remove the device with the valve exposed can cause injury, necessitating surgical intervention to address the issue as seen in this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.